Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 6 pm time setting was added to the pump and the basal rate and carbohydrate ratio setting had been adjusted. Since then the customer has had ongoing low blood glucose (bg) levels (65-78 mg/dl) in the evenings. Juice was consumed to address the low bg. The customer's current bg was 98 mg/dl. During troubleshooting with tandem technical support, a pump system check was performed and no device issues were identified. The customer was to contact the clinical diabetes specialist in the morning to discuss the pump settings.